Event description:
It was reported in an article that one pt out of a group of twelve experienced intraoperative bradycardia during the intraoperative systems diagnostics test. The event was reported as transient.

Manufacturer narrative:
R.pratap, a. Farboud, h. Patel, p. Montgomery: 2008: vagal nerve stimulator implantation: the otolaryngologist's perspective: eur arch otorhinolaryngol doi 10. 1007/s00405-008-0887-2.